Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced persistent tenderness at the implantable neurostimulator site and lack of significant pain improvement with neurostimulation. It was noted that the system initially controlled symptoms, but lost effectiveness. The system was explanted, with no plan to re-implant in the future. The patient recovered without sequela.